Event description:
A user facility reported that while using the spin vision video processor for bronchoscopy, two h-steri x-large scopes were opened and both had a blurry/hazy image. The user reset the monitor settings to default but the overall image was still off, like there was a film covering the lens. It was stated that it was much worse than typical. The processor was on software version spin-0.00.021. The user tried a third scope, and the system worked as expected. The patient was under anesthesia at the time. The troubleshooting caused a 30 minute delay while the patient was under anesthesia; physician tended to another patient while the troubleshooting was conducted. The procedure was completed as expected and no additional procedure will be needed. This event requires three reports: (B)(6) - spin vision video processor, (B)(6) - h-steri x-large, 6.2 od, 3.2 wc, 10/bx - importer only, (B)(6) - h-steri x-large, 6.2 od, 3.2 wc, 10/bx - importer only. This report is for (B)(6).